Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute integrity des was implanted in the rca. Approximately 23 months post procedure the patient suffered acute nstemi. The patient was treated with medication and recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.